Manufacturer narrative:
This is 3 of 4 reports filed (1 stent & 3 balloons) for the reported event. Subject device is not available.

Event description:
The patient was undergoing balloon angioplasty when vessel spasm occurred in the treated lesion; therefore, the physician deployed a stent to keep the patency of the vessel. The procedure was completed without any patient complications. It was reported that approximately seven days post procedure, the patient developed transient ischemic attack symptoms. Unknown imaging test performed revealed in-stent re-stenosis. The patient was scheduled for in-stent balloon angioplasty two days post imaging finding. It was reported that during balloon angioplasty (subject device)dilation of the stenosed stent, vessel spasm occurred. The physician switched the balloon and dilated a second time and slight vessel spasm was observed; however, anterograde flow was being maintained, so the procedure was finished. The patient was reported to be released with a modified ranking scale (mrs) of 1. No further information is available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, vasospasm is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
The patient was undergoing balloon angioplasty when vessel spasm occurred in the treated lesion; therefore, the physician deployed a stent to keep the patency of the vessel. The procedure was completed without any patient complications. It was reported that approximately seven days post procedure, the patient developed transient ischemic attack symptoms. Unknown imaging test performed revealed in-stent re-stenosis. The patient was scheduled for in-stent balloon angioplasty two days post imaging finding. It was reported that during balloon angioplasty (subject device)dilation of the stenosed stent, vessel spasm occurred. The physician switched the balloon and dilated a second time and slight vessel spasm was observed; however, anterograde flow was being maintained, so the procedure was finished. The patient was reported to be released with a modified ranking scale (mrs) of 1. No further information is available.